Event description:
Report received of "free-flow". It was reported that a patient required two units of blood to infuse at a rate of 120ml/hour. The first unit infused with no problems. Using the same set, the second unit was initiated. It was reported that the nurse was at the bedside to assess the patient and noted that 75% of the second unit of blood had infused at the set rate. The nurse left the room. Ten minutes later, the patient called the nurse and was complaining of their arm "feeling full" and that they were having mild chest pressure. The nurse noted that the remaining 25% of the blood had completely infused in ten minutes. The patient was monitored closely and the symptoms spontaneously subsided. The physician was notified, and no medical interventions were necessary. Additional information was requested, but no further information was provided.